Event description:
In 2008, the patient was treated for a ruptured abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. Final angiography revealed a proximal type-1 endoleak. A decision was made to monitor the endoleak. Six days later, a reintervention occurred to repair the proximal type-1 endoleak. An aortic extender component was placed, and the endoleak resolved. The patient tolerated the procedure. No complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-released specifications. Further investigation is in process. Additional device related to this event: pxc141400/05849223. Attempts to acquire information required for this form were made by gore. Blank required fields indicated that the information was not provided, was deemed unavailable or was not applicable.